Event description:
It was reported that this right ventricular (rv) lead exhibited a high impedance of more than 3000 ohms due to fracture. When the physician opened the pocket, the lead fracture was visualized between the suture sleeve and lead through the header. A laser lead machine was used for extraction, however, this rv lead was broken in half. A snare was used to retrieve the broken part. The lead tip broke off and remains in the patient. This rv lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high impedance of more than 3000 ohms due to fracture. When the physician opened the pocket, the lead fracture was visualized between the suture sleeve and lead through the header. A laser lead machine was used for extraction, however, this rv lead was broken in half. A snare was used to retrieve the broken part. The lead tip broke off and remains in the patient. This rv lead was replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. Correction to field f10 device codes and h6 device codes.